Event description:
The storz green handled laryngoscope failed while attempting to place an ett in an obese patient. Her oxygen saturation decreased to 63 percent transiently which was corrected with big valve mask ventilation. This is an ongoing problem which seems to be related to defective inserts (possibly internal switch/spring). She was successfully intubated using another laryngoscope system.